Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 49 mg/dl at the time of the incident. The customer was assisted with troubleshooting for low blood glucose level. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they had been experiencing low blood glucose for 2 weeks ago. Customer did not used auto mode. Customer was neither in emergency room, nor admitted into hospital. Customer did not alleged pump was over delivering. Customer stated that insulin dripping when he do the fill the tubing. Customer stated that insulin pump programming was inaccurate. Device will not be returned for analysis.